Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had the device removed due to "unbearable pain". Add'l info has been requested, but was not available as of the date of this report.